Event description:
Abbott axsym gentamicin reagents are demonstrating a decrease in the a calibrator to f calibrator span which may result in abbott gentamicin assay controls out of range. Abbott tdx/tdx flx gentamicin reagents were found to have a decrease in the calibrator a to f span which may produce error code "span less than min" and abbott gentamicin controls out of range. An investigation has been opened to identify the root cause of this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.